Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that they wanted to know if there was a resource available regarding a pump pocket issue. Patient stated that healthcare provider (hcp) was aware of the pump pocket issue, however hcp could not figure out what was happening. Patient stated that in june they had an inspection of the pump done with a company representative (rep) at the procedure, but they were still having the same problems. Patient stated that when the pump was refilled yesterday, a yellowy substance leaked out again when the needle was pulled back. Patient stated that the yellowy substance was tested and there was no bacteria growing. Patient stated that when the needle was pulled back during the refill, a whole vile of a yellow substance came out. Patient stated that the pump was working and the medications were not leaking or anything. Patient stated that yesterday when the pump was refilled, they had yellow drainage which they never had before.

Event description:
Information was received from a patient regarding an implantable pump infusing dilaudid and an unknown drug for malignant pain. It was reported that the patient stated they had a pump refill today and the amount of medication that was supposed to be left in the pump was much greater than what was expected. The patient stated they were only supposed to have 2 ml left in the pump during the refill, but there was 18 ml left. The patient also stated when they took out the old medication, it was yellow. The patient inquired if this meant the pump had stopped working or if it could be a catheter issue. The patient stated they already have it planned with hcp to have catheter looked at as this is their original catheter from 2007. The patient mentioned their pump was last refilled in march and they were able to refill it without issue, but they are just concerned with the amount that was leftover this time and the color of the medicine this time. The patient stated dilaudid and 'propivacaine' are in the pump. While on the call, the patient mentioned they have had their pump refilled in the past and have gone through withdrawals and had a metallic taste in their mouth, but they have only had that once in the last few day. The manufacturer's patient services specialist (pss) reviewed considerations and redirected the patient to their healthcare provider..

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.